Manufacturer narrative:
(B)(4).

Event description:
Procedure type: nephrectomy. According to the reporter: the surgeon placed the device on the renal pedicle. A misfire or misapplication of the device resulted in severe bleeding. The stapler did not deploy any staples. The surgeon opened another handle and fired a few more reloads and ended up with more bleeding. The surgeon opened the patient up and trauma surgeons came into the procedure. Apparently, the bleeding was so severe that the vena cava and portal vein were also severed in the process of trying to control the bleeding. The patient ultimately bled out and expired. The coroner saw a ligature that may have caused problems but was not able to ascertain whether cause of death was due to the stapler or surgeon error. Additional information has been requested.